Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the system kit was missing the lancing device and sample lancets. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.